Event description:
It was reported that the customer filled cartridge multiple times and was unable to get past 9.8 units during fill tubing. There was no patient involvement as the customer was not using the pump at the time of the call.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.